Manufacturer narrative:
Linkage rod, release paddle.

Event description:
It was reported by service report that the head end will not lower. No patient involvement or adverse consequences are reported.